Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged into the coronary sinus. Additional information indicated that dislodgement was attributed to the patient's anatomy. Furthermore, this lead exhibited loss of capture. An x-ray and fluoroscopy were performed which confirmed the lead's dislodgement. The lead was explanted. No additional adverse patient effects were reported.